Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent fully covered and undeployed. The electrical inspection related to the continuity between the rf connector and distal rf electrode was performed and no issues were noted. Also, the device was connected to the erbe, and bubbles was seen in the saline solution that is evidence that the tip is working properly. Product analysis did not confirm the reported event of cautery delivers energy intermittently as there were no issues noted between the rf connector and the distal rf electrode. The device was also connected to the erbe and there were bubbles seen in the saline which is evidence that the device was working properly. The observed problem of the cautery could be that due to some factors (could either be anatomical or procedural), the energy delivered was not enough to puncture the anatomy and complete the procedure using this device. There is no indication of what the customer reported because the cautery returned with no damages and the tip working properly. Therefore, a review and analysis of all available information indicated this event is catalogued as "adverse event related to procedure" because the adverse event occurred during the procedure and the device had no influence on event. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was intended to be placed during an endoscopic gastrojejunostomy procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed transgastric to the jejunum.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum during an endoscopic gastrojejunostomy procedure performed on (B)(6) 2024. During the procedure, the axios stent was connected to the electrode; however, the intestinal wall was unable to be incised, but blanching of the tissue was noted. The procedure was completed using another axios stent. There was no patient complications reported as a result of this event. Note: it was reported that the device was intended to be placed during an endoscopic gastrojejunostomy procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed transgastric to the jejunum.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum during an endoscopic gastrojejunostomy procedure performed on (B)(6) 2024. During the procedure, the axios stent was connected to the electrode; however, the intestinal wall was unable to be incised, but blanching of the tissue was noted. The procedure was completed using another axios stent. There was no patient complications reported as a result of this event. Note: it was reported that the device was intended to be placed during an endoscopic gastrojejunostomy procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed transgastric to the jejunum.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.